Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the cannula, obturator, trocar, envelope and circular seal appeared intact. The white gasket seal for the trocar was disengaged and not received. The flip top converter was not received. Pmv performed functional testing: the knife blade advanced and cut through the test media. The port failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged white trocar gasket may occur if the device is mishandled or handled roughly during application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilateral salpingo-oophorectomy, the device¿s seal was damaged. The white rubber seal was missing on the trocar after they used a large bag to retrieve specimen. They realized a part of the trocar was missing since they kept having air-leaks. They realized the seal was missing. They had to look inside the abdomen of the patient to finally find the seal after 10 minutes. There was no injury caused to the patient and no medical intervention was required.